Manufacturer narrative:
H3) the attachment had been returned to the manufacturer for evaluation. It was determined that the device had a missing part (accessories) and that the bearing and compulsory part were replaced. The likely cause could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the device was heating up/ running hot. There was no patient involvement or impact. Additional information was received stating that the event happened during use in the operating theatre. Additional information was clarifying that the event happened intra-operatively and the faulty tool had to be replaced during surgery.